Event description:
Nonambulatory hospice patient was found expired with her lower body on the floor and her head wedged between the side rail and the bed (zone 3 entrapment). Patient was on a hosptial bed and air mattress. A half-side rail was up on both sides of the bed and she was not in restraints. The pt's face was turned away from the mattress. The head was positioned betwen two support bars, each measuring one-0inch in diameter. The support bars were spaced approximately six and one-quarter inches apart. A smaller support bar, measuring approximately one-eighth inch in diamater, was situated between the two larger support bars, approximately three and one-eights inches from the larger bars on either side. The pt was found with her mouth clenched around the smaller support bar. A small amount of blood was noted on the bed rail and about the front of her shirt, apparently exuding from her mouth. The anterior left neck was resting along the botton curve of the support bar,closest to the foot of the bed. The right hand was resting along the bottom of the bed rail, near her face. The right hip and legs were resting on the floor. Examination revealed a linear pressure mark about the left side of the face leading from the mouth. A second pressure mark was noted about the anterior left neck.